Event description:
Technical product consultant reports a 1550 hemodialysis instrument of which a report of high ultra filtration received. During a regular treatment of 3:00hrs, the machine went in bypass 20min. Before the end and showed 1700ml fluid removal, but the goal for the entire treatment was 1600ml. The pt's weight was 0.1kf below the expected, but no pt injury and no medical intervention reported. The nurse stated that after the event, the device was repaired, calibrated, and now is back to use.